Event description:
The patient alleges she developed an infection while on v.a.c. Therapy. Kci records indicate that the patient was placed on the activ.a.c. Therapy unit in 2008, and continued with therapy until about two months. The patient's home health records indicate that during the course of therapy, the patient developed an infection of her wound, due to the presence of necrotic tissue and she was hospitalized at about one month they started the therapy. The patient's records further indicate that the patient underwent surgical debridement and v.a.c. Therapy was continued post surgery to facilitate wound healing.

Manufacturer narrative:
According to medical records obtained from the home health agency (hha), the patient has a history of diabetes mellitus, hypertension, hypothyroidism, osteoarthritis, and obesity. The patient also has extensive abdominal surgery history most recently for repair of an enterocutaneous fistula, repair to left side colostomy, and repair incisional hernia with insertion of alloderm patch. Kci global safety spoke to the physicians nurse (rn) on february 13, 2009, who read from the patient's chart that v.a.c. Therapy was not working for this patient, and that she developed a fistula and, leakage from the fistula caused tissue necrosis and the resulting infection. On february 16, 2009, kci global safety tried to speak with the nurse who stated that the physician indicated the patient's wound had healed, and there was no way to determine if v.a.c. Therapy played a role in the situation. This complaint is being reported as the patient required surgical intervention to remove necrotic tissue. V.a.c. Labeling states "v.a.c. Therapy is contraindicated for patients with necrotic tissue with eschar present." The therapy unit was returned to the kci service center and tested per quality control procedures and met specifications.